Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion message alert indicative of a potential premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and was eventually explanted, replaced and it is not expected to be returned for analysis. In addition, a high shock impedance measurement of 135 ohms was noticed during the replacement procedure. Technical services recommended to perform chest x-rays to discard a potential migration with the implantable electrode and indicated that the change could also be related to a change with the patient's weight. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion message alert indicative of a potential premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and was eventually explanted, replaced and it is expected to be returned for analysis. In addition, a high shock impedance measurement of 135 ohms was noticed during the replacement procedure. Technical services recommended to perform chest x-rays to discard a potential migration with the implantable electrode and indicated that the change could also be related to a change with the patient's weight. Further information was received confirming the shock impedance increase was related to a migration of the s-ICD, and the measurement decreased to 120 ohms once the pocket was revised. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: b2 (outcomes attrib to adv event): "disability or permanent damage" was corrected to "hospitalization - initial or prolonged". If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, the clinical observation of high shock impedance was not confirmed as the device passed a series of automated testing that verifies the performance of sensing, shocking and recording functions.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion message alert indicative of a potential premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and was eventually explanted, replaced, and was returned for analysis. In addition, a high shock impedance measurement of 135 ohms was noticed during the replacement procedure. Technical services recommended to perform chest x-rays to discard a potential migration with the implantable electrode and indicated that the change could also be related to a change with the patient's weight. Further information was received confirming the shock impedance increase was related to a migration of the s-ICD, and the measurement decreased to 120 ohms once the pocket was revised. No additional adverse patient effects were reported.